Manufacturer narrative:
An investigation by ortho clinical diagnostics (ortho) determined higher than expected vitros ckmb results were obtained from two different patient correlation samples using vitros ckmb slide lot 4915-0261-6318 when compared to vitros ckmb results obtained from the same samples using vitros ckmb slide lot 4917-0264-0605. The correlation samples were tested on the same vitros 4600 chemistry system. The most likely assignable cause of the event is a known limitation of the vitros ckmb slide assay manufactured from coating 0261. Correlation samples 12 and 14 had elevated vitros ck results when compared to the vitros reference interval for males of 55-170 u/l. Correlation sample 12 had a vitros ck result of 823 u/l and correlation sample 14 had a vitros ck result of 4588 u/l. Ortho initially opened an investigation (trackwise (B)(4)) on (B)(6) 2020 for this issue. The investigation determined that field action was required and this was classified as a class ii recall by the us FDA on (B)(6) 2020 (FDA reference: z-0770-2021, res (B)(4)). On (B)(6) 2023, an extension of the (B)(6) 2020 class ii recall was opened (windchill pqi0001700) and further investigation determined the potential for falsely elevated creatine kinase mb results when using lots of vitros chemistry products ckmb slides manufactured from coating 0261. Per technical support communication (B)(4) ((B)(6) 2023), per the vitros ckmb slides instructions for use (IFU) "principals of the procedure" section, the spread layer of the ckmb slide contains goat antihuman ck-mm antibodies, which inhibit ck-mm (muscle) activity and ~50% of the ck-mb (heart) activity. The remaining ck activity represents 50% of the total ck-mb isoenzyme activity plus any ck-bb (which is relatively rare). Per the current vitros ckmb slides IFU "known interferences" section, a total ck activity greater than 1000 u/l may result in falsely elevated ck-mb results. It is limited at 1000 u/l by design, which is due to the level of goat antihuman ck-mm antibodies added during manufacturing. Samples with total ck >1000 u/l should be diluted prior to analysis. Therefore, ck will not typically impact vitros ckmb results below the ck result of 1000 u/l. Ortho clinical diagnostics (quidelortho) has confirmed the issue and determined that lots manufactured from coating 0261 of vitros ckmb slides do not adequately inhibit ck-mm up to a total ck >1000 u/l (as stated in the IFU). Based on vitros ckmb quality control results processed on the date of the event, there was no indication that vitros ckmb slide lot 4915-0261-6318 had a systemic performance issue that would have contributed to the event. Since the event occurred in (B)(6) 2024, it is not possible to assess the performance of vitros j46001070 at the time of the event. No diagnostic within-run precision testing was performed at the time of the event, therefore, an unknown performance issue with (B)(4) cannot be completely ruled out as contributing to the event.

Event description:
An investigation by ortho clinical diagnostics (ortho) determined higher than expected vitros ckmb results were obtained from two different patient correlation samples using vitros ckmb slide lot 4915-0261-6318 when compared to vitros ckmb results obtained from the same samples using vitros ckmb slide lot 4917-0264-0605. The correlation samples were tested on the same vitros 4600 chemistry system. Correlation sample12 vitros ckmb slide lot 4915-0261-6318 result of 18 u/l vs. The vitros ckmb slide lot 4917-0264-0605 result of 4 u/l correlation sample14 vitros ckmb slide lot 4915-0261-6318 result of 35 u/l vs. The vitros ckmb slide lot 4917-0264-0605 result of <14 u/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher-than-expected vitros ckmb results were obtained as part of an ortho investigation and were not reported. There was no allegation of patient harm as a result of this event. This report is number one of two mdrs for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).